Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software, a positive blood culture bottle reported as negative when removed from the instrument. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: customer indicating: when I pulled the bottle, the negative information came out. The bottle was removed from the fx and then reinserted. The blood culture result was positive, but the mdms (252046/ (B)(6)) comment showed it as negative. Unable to get additional information on this issue therefore unable to determine the root cause. Notes do indicate that the issue reported was resolved. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of november. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.